Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, black particles on the shell, missing a piece of shell (0-25%) and crease fold. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on the posterior assessed as unidentified (tear) opening and a missing shell due to inconclusive. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Additionally, a healthcare professional reported a patient experienced the events of ¿right baker 3 capsular contracture with superior malposition of the implant¿ and ¿rupture¿. Device has been explanted.